Event description:
Procedure: colon resection. Reportedly, the device gave several alarms, and when the device was applied it indicated a seal, however, when the device was removed, the seal was inadequate. An additional device was used with no adverse incidents. There was no reported injury to the patient. During routing review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.

Manufacturer narrative:
During routing review, this report was reevaluated. At that time, the decision was made to file a report based on the information received. One atlas was returned for evaluation. The device was plugged into a generator and tested on simulated tissue with acceptable results. The device was tested for resistance and jaw gap, and both specifications were within the allowed range. Valleylab was unable to duplicate the customer's report. We are unable to determine a cause to the reported condition based on our findings.